Event description:
It was reported that the biomed needed assistance with the pc unit 8015 having error code 600.6835. There was no patient involvement or harm reported.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 600.6835. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. - transfer a network configuration to a pc unit using a serial cable if the pc unit will be operating in a wireless environment and the wireless network was disabled using the system maintenance software, perform the following procedure to enable the connection. A review of the device history record showed the device had a manufacture date of 15apr2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the biomed needed assistance with the pc unit 8015 having error code 600.6835. There was no patient involvement or harm reported.